Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing reduced cardiac function with an ejection fraction (ef) of 36%, and was hemodynamically unstable during the implant procedure. Access was obtained via the right lower limb using an 18 french (fr) non-medtronic sheath, and a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture (ponr), the patient's blood pressure did not recover and cardiac arrest occurred. Subsequently, the valve was recaptured and withdrawn from the patient. Percutaneous cardiopulmonary support (pcps) was initiated while cardiac massage was performed. The patient's hemodynamics stabilized, and a new transcatheter valve was used with a new delivery catheter system (dcs) for implantation. Following the implant of the valve, moderate paravalvular leak (pvl) was observed. Therefore, a post-implant bav was performed using the same balloon and size as the pre-implant bav; however, the moderate pvl was still observed. Upon final angiography, a lower limb dissection was observed, and surgical treatment was performed to address the dissection. The impl ant procedure was concluded without further intervention, and pcps was withdrawn from the patient. Additional information was received that per the physician, the cause of the cardiac arrest was decreased cardiac function which was not attributed to the dcs but the relationship to the first valve was unknown. The minimum diameter of the access vessel was 5.6mm. The dissection occurred at the end of the procedure which the physician indicated was caused by hemostasis with the non-medtronic closure device but a relationship to the dcs, guidewire or non-medtronic sheath were unknown. Additional information was received to report five days following the implant of the transcatheter valve, a cerebral infarction occurred. No further information was provided.

Manufacturer narrative:
Updated data: b1. A serious injury occurred five days after the device malfunction. B2. Outcome attributed to adverse event. B5. A third paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a stroke occurred. The event is now a reportable serious injury. H6. Annex e code, annex a code. Corrected data: supplemental 001 was submitted with an annex f code (f1203) incorrectly documented; however, this device was not associated with a l ife-threatening condition until the stroke occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing reduced cardiac function with an ejection fraction (ef) of 36%, and was hemodynamically unstable during the implant procedure. Access was obtained via the right lower limb using an 18 french (fr) non-medtronic sheath, and a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture (ponr), the patient's blood pressure did not recover and cardiac arrest occurred. Subsequently, the valve was recaptured and withdrawn from the patient. Percutaneous cardiopulmonary support (pcps) was initiated while cardiac massage was performed. The patient's hemodynamics stabilized, and a new transcatheter valve was used with a new delivery catheter system (dcs) for implantation. Following the implant of the valve, moderate paravalvular leak (pvl) was observed. Therefore, a post-implant bav was performed using the same balloon and size as the pre-implant bav; however, the moderate pvl was still observed. Upon final angiography, a lower limb dissection was observed, and surgical treatment was performed to address the dissection. The impl ant procedure was concluded without further intervention, and pcps was withdrawn from the patient. Additional information was received that per the physician, the cause of the cardiac arrest was decreased cardiac function which was not attributed to the dcs but the relationship to the first valve was unknown. The minimum diameter of the access vessel was 5.6mm. The dissection occurred at the end of the procedure which the physician indicated was caused by hemostasis with the non-medtronic closure device but a relationship to the dcs, guidewire or non-medtronic sheath were unknown. Additional information was received to report five days following the implant of the transcatheter valve, a cerebral infarction occurred. No further information was provided. Additional information was received that the stroke symptoms, specifically number of the limbs and speech disorder, presented on the same day as the implant of the valve. The stroke was confirmed via magnetic resonance imaging (MRI) and was an ischemic stroke. As a result of the stroke, the patient had remaining numbness in the limbs. Per the physician, the stroke was considered as an impact of the pcps; however, it was unknown whether the valve or dcs contributed to the stroke.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing reduced cardiac function with an ejection fraction (ef) of 36%, and was hemodynamically unstable during the implant procedure. Access was obtained via the right lower limb using an 18 french (fr) non-medtronic (dryseal) sheath, and a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture (ponr), the patient's blood pressure did not recover and cardiac arrest occurred. Subsequently, the valve was recaptured and withdrawn from the patient. Percutaneous cardiopulmonary support (pcps) was initiated while cardiac massage was performed. The patient's hemodynamics stabilized, and a new transcatheter valve was used with a new delivery catheter system (dcs) for implantation. Following the implant of the valve, moderate paravalvular leak (pvl) was observed. Therefore, a post-implant bav was performed using the same balloon and size as the pre-implant bav; however, the moderate pvl was still observed. Upon final angiography, a lower limb dissection was observed, and surgical treatment was performed to address the dissection. The implant procedure was concluded without further intervention, and pcps was withdrawn from the patient. Additional information was received that per the physician, the cause of the cardiac arrest was decreased cardiac function which was not attributed to the dcs but the relationship to the first valve was unknown. The minimum diameter of the access vessel was 5.6mm. The dissection occurred at the end of the procedure which the physician indicated was caused by hemostasis with the non-medtronic (perclose) closure device but a relationship to the dcs, guidewire or non-medtronic sheath were unknown.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had pre-existing reduced cardiac function with an ejection fraction (ef) of 36%, and was hemodynamically unstable during the implant procedure. Access was obtained via the right lower limb using an 18 french (fr) non-medtronic sheath, and a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon deployment to the point of no recapture (ponr), the patient's blood pressure did not recover and cardiac arrest occurred. Subsequently, the valve was recaptured and withdrawn from the patient. Percutaneous cardiopulmonary support (pcps) was initiated while cardiac massage was performed. The patient's hemodynamics stabilized, and a new transcatheter valve was used with a new delivery catheter system (dcs) for implantation. Following the implant of the valve, moderate paravalvular leak (pvl) was observed. Therefore, a post-implant bav was performed using the same balloon and size as the pre-implant bav; however, the moderate pvl was still observed. Upon final angiography, a lower limb dissection was observed, and surgical treatment was performed to address the dissection. The impl ant procedure was concluded without further intervention, and pcps was withdrawn from the patient.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (0012697474); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.